Manufacturer narrative:
A discordant, falsely low atellica im tsh3-ultra (tsh3-ul) result obtained on a patient sample. The customer provided the original reagent readypack ((B)(4)), and two other reagent readypacks ((B)(4)) from reagent lot 352 for further investigation. Siemens performed internal testing on the returned customer readypacks and the findings determined degradation of the middle well (fitc) reagent. The middle well (fitc) reagent is light sensitive and exposure to light will degrade the reagent which will potentially cause low patient and quality control recovery. Siemens informed the customer of tsh3-ul light sensitivity, reagent storage and the customer has disabled the led vertical light strips in the refrigerator. The instruction for use (IFU) under the storage and stability states the following: "store reagents in an upright position. Protect the product from heat and light sources. Unopened reagents are stable until the expiration date on the product when stored at 2-8°c." The instruction for use (IFU) under the interpretation of results states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The assay is performing within specification. No further evaluation of the device is required.

Event description:
A falsely low atellica im tsh3-ultra (tsh3-ul) result was obtained on a patient sample. The customer observed out of range low quality control issues and performed repeat tsh3-ul testing using a different reagent readypack, resulting higher. Quality control results were within acceptable ranges with the different reagent readypack. Both reagent readypacks were from the same reagent lot 352. The higher tsh3-ul patient result was reported as the correct result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tsh3-ultra (tsh3-ul) result.